Manufacturer narrative:
Returned product was 1 flexshaft assembly date coded 0224 with coil deformation/weld failure causing the tip to break off rendering the product to not function properly. CAPA-2023-519 opened to address automatrix flexshaft assemblies breaking for product manufactured by sarasota since september 2022 (date code 0922) through may 2024 (date code 0524). Complaint is considered substantiated. DHR and retain evaluation will not be conducted however, as the returned product does not trace back to item# 62422603 lot# 09880207 as this batch utilized item# 24703 lot# 09721203 flexshaft assembly which was manufactured in 1-2025 thus the date code would be 0125 not 0224. The actual batch# for the suspect product is unknown. Dhrs for item# 62422603 lot# 09880207 & item# 24703 lot# 09721203 attached for traceability evidence.

Event description:
In this event it is reported that an automatrix shaft broke during use. No injury occurred.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.